Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond and detachment of device component (complete clip detachment/ccd) appears to be related to patient morphology and pathology. The reported device damaged another device appears to be related to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The implanted mitraclip (61025u121) is filed under a separate medwatch report number.

Event description:
This is filed to report the interaction with a previously deployed clip, and that after deployment, the clip detached and remained on the gripper line. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip (61025u121) was implanted, but detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3, and the procedure was discontinued. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. The clip delivery system (cds 61221u163) was advanced; however, while grasping the leaflets, the grippers came in contact with the slda clip. The clip was freed and grasping was performed again. At this point, the slda detached from the posterior leaflet, and embolized to the left atrium. The slda clip was successfully snared. After removal, leaflet tissue was noted in the clip. Grasping was again performed, but difficult due to the missing leaflet tissue. The decision was made to use the clip in the pre-existing cleft. The cleft was grasped, but the clip appeared to be mobile. The clip was deployed, leaving the gripper line in place to determine if the clip would stay stationary on the cleft. After a few minutes, the clip detached from the cleft. The clip was retracted to the guide with the gripper line, and a snare was used to successfully retrieve the clip. The cds was removed, and no further treatment was attempted. The patient remains stable, with unchanged mr. No additional information was provided.